Event description:
It was reported the sensor was giving in accurate readings. Customer's mother stated the insulin pump would go into thresh hold suspend and blood glucose would be normal. Customer stated blood glucose would be 70 mg/dl and sensor readings were 300 mg/dl. Customer was so frustrated with the sensor that she decided to take a brake from it. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.